Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 1000mg/dl. The customer stated that the insulin pump was not alarming no delivery as it should. The customer was experiencing high blood glucose for (B)(6). The customer's most recent glucose reading was 172mg/dl and was treated with the insulin pump and manual injections. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. The customer also reported having bent cannulas and blood at the site. No further info was provided.